Manufacturer narrative:
The investigation of this defect was inconclusive. This is the first time that this type of complaint has been received and the affected device wasn't returned for evaluation. Device not returned.

Event description:
The customer alleges "the endotracheal tube was difficult to remove from the hyperinflation valve." No other details were provided and no patient injury/harm reported.